Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) may be experiencing oversensing/inappropriate therapy. An invasive procedure was performed and the physician elected to explant the device. The lead system was tested and found to exhibit acceptable measurements. This report will be updated when further information becomes available.